Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was not be returned to zoll for evaluation. However, the console was serviced in the field. During functional testing the pump rotated when the prime switch was pressed and when the system was in the run mode thus not confirming the reported complaint. Additionally, the connectors on the I/o board were checked for signs of arcing or broken cables and no issues were observed. The review of the patient data and event log showed irregularity in the temperature readings. The patient interface cable was broken at the catheter connector which potentially caused the irregularity in temperature reading. The cable was replaced. The break in the interface cable at the catheter connector is not related to the reported complaint of the pump on the console not rotating. The console was functionally and electrically tested and no issues were observed.

Event description:
It was reported that while using the thermogard console on a patient, the pump did not rotate on the console. Intravascular temperature management ( ivtm ) therapy was continued using a second thermogard console. No adverse patient impact was reported.